Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an insulin flow block alarm. Troubleshooting showed that pump is working as designed and the alarm was caused by infusion set/reservoir connection issue. Customer had a blood glucose of 350 mg/dl at the time of the call. Customer also reported that he had a low blood glucose last year and was hospitalized for it. Customer also mentioned that he was found unconscious last month but did not believe it was due to the pump. Troubleshooting advised customer to treat the high blood glucose with syringe. The infusion set will be returned for analysis.